Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 5-1 on the main cabinet was failing cubie pockets with error message, read write error. The field service engineer reseated the row board cable and ribbon cable, replaced the retractor band, and recovered the drawer and cubie pockets. No further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drw 5.1 pockets e1 and d1-6 are not recognized in drawer, yet they have medications. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.